Event description:
"Caller alleged discrepant precision results compared with the same meter. Results as follows:" date: (B)(6) 2012, inratio: 2.3, inratio: 5.2. Time elapsed between each method of testing is a few minutes. Patient's therapeutic range is 2.8-3.5.

Manufacturer narrative:
Discrepant results (precision) comparison of inratio test results as follows: date: (B)(6) 2012, inratio: 2.3, inratio: 5.2, mean: 3.75, %cv 54.68. Reported results produced %cv greater than 20%. Inratio meter results fail the criteria for precision. The results are considered discrepant beyond the documented variability for pt/inr testing. User reported several technique issues. For the first test, the strip was exposed outside of the sealed pouch for more than ten minutes before testing, sample was applied to the strip > 15 seconds following fingerstick, the patient's finger was milked, and patient finger was pressed to the strip when applying the sample. Milking the patient's finger and pressing finger to the strip were also present during the second test. In-house therapeutic donor testing has been performed on reported lot # 282869 on (B)(6) 2012. Results as follows: donor (B)(6): inratio: 2.0, inratio: 1.9, inratio: 1.9, reference: 1.70, %cv: 2.99; donor (B)(6): inratio: 2.7, inratio: 2.9, inratio: 2.8, reference: 2.39, %cv: 3.57. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. (B)(4). This issue will continue to be tracked and trended. Corrective action not required at this time.